Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 4.9. Second test inr= 3.3. Third test inr=4.7. Fourth test inr = 5.0.

Manufacturer narrative:
Inratio precision data provided by end user lot 070491/070510: first test inr= 4.9 second test inr=3.3. Third test inr=4.7 fourth test inr = 5.0 mean = 4.5; sd = 0.87, % cv = 19.4% . The % cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.